Manufacturer narrative:
(B)(4): endoleak, unknown cause of event.

Event description:
Additional information was received. It was reported that 29 days post implant, the patient had a right groin seroma. No action was taken to treat the seroma and the event resolved. The investigator assessed this event as not device but procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: seroma. Unknown cause of event.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter fusiform abdominal aortic aneurysm. Infrarenal angle of 30 degrees. Aortic neck was 22 mm in diameter and 14 mm long. Distal aorta was 30 mm in diameter. Iliacs were 15mm in diameter and had moderate tortuosity with 5% stenosis and 10% mural thrombus/calcification. Right and left femorals were 9 mm in diameter. It was reported that after stent graft deployment, a type 1b distal endoleak was discovered in the right ipsilateral limb. An extension graft was used to successfully resolve the endoleak. The 30-day follow-up showed no endoleak. No additional clinical sequelae were reported, and the patient status is fine.